Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported, that a (B)(6) years old male patient underwent an initial hip surgery on (B)(6) 2014. Subsequently, on an (B)(6) 2016, patient has been treated with medication (diclofenac) due to episode of bursitis trochanterica. (B)(6) split case is (B)(4). Review of received data. X-rays dated (B)(6) 2014 were received. Ceramic head is seen to be centered in the acetabular cup in all x-rays. No conspicuous findings regarding the head is noticed. English translation of the surgical report is received. Maxera monoblock cup, ml taper stem and biolox delta head were implanted with no obvious abnormalities. Good fixation and position achieved with the components. No product was returned to zimmer biomet for in-depth analysis as the patient was not revised. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: bursitis cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the received x-rays do not point to any failure of the ceramic head. Surgical report of the implantation indicates no abnormality. The reported event, bursitis, cannot be related to a single specific failure mode for the biolox delta head. For the investigation of the other components of the tha, see (B)(6) split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on march 15, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(4) which was reported under (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 40/0, taper 12/14 on (B)(6) 2014. On (B)(6) 2016, the patient has been treated with medication (deiclofenac) due to episode of bursitis trochanterica. Note: this case is part of a clinical study.